Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed operations functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section self-ran up. The bed was located in the pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).